Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker UK. The technical service report indicates: reported by the customer: failed during procedure. P/n: 1488210105i. S/n: (B)(6). Summary of evaluation: fault found. Cut in cable isolation. Action taken. Replaced cable assembly. Tests. Qip. Function test. Vacuum leak test. Passed all tests. Probable root cause: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, fiber board, intermittence between transition board and ch connector, software, scope, light source, camera head, coupler, 1488 & 1588 extension cable, intermittence while using rf devices , problem toggling light source or from camera head, connected monitors, leaking, use error, poor grounding, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.